Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in the hospital after a motorcycle accident. On telemetry, there were some dropped beats and low p waves. P wave undersensing was possible. Atrial pacing threshold was also elevated. The atrial lead remains in use. No patient complications have been reported as a result of this event.